Event description:
It was reported that during a mediastinal tumor resection, the titanium tip of the device broke after working for 15 minutes. The broken piece fell into the patient's body. The surgeon took around half an hour to look for the tip but didn't find it. The patient also had an x-ray but since she also had an implanted stent before, the tip could not be identified. Finally, the surgeon changed to another scalpel to complete the procedure. The patient is still in ICU. The tip might be still in the patient's body.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or tighten assembly error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade when the device was functionally tested with the generator, the clamp arm did not close. The device was disassembled to verify the condition of the internal components and the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. No conclusion could be reached as to what caused the damaged rotation knob pin hole.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.